Event description:
A report was received that the patient underwent a lead replacement revision. During the device analysis, visual and x-ray inspection revealed that five of the cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark.